Event description:
It was reported that the ilet user called for assistance with a supply change and required step-by-step guidance to replace the infusion set and cartridge. Multiple attempts were needed due to difficulty with component terminology and handling, including one attempt where the adhesive sticker was not removed and another where pulling caused the infusion set to separate from the applicator before a successful third attempt. No reported symptoms. Outcomes included education and assignment for additional training. Investigation included troubleshooting and user coaching during the call. Investigation of this case revealed user handling and technique issues consistent with incorrect infusion set deployment. It was concluded that the cause was user technique and use error.